Event description:
It was reported that liner tear and vessel dissection occurred. Vascular access was obtained via the right femoral artery. The isleeve introducer sheath was prepped per the directions for use (dfu). The access site was dilated with a dilator and then the 14 f isleeve introducer sheath was inserted without resistance. There were insertion difficulties with the pre and post dilation bav balloon and the acurate tf delivery system; however the implant of the acurate neo valve went smoothly. At the end of the procedure, the isleeve was removed and visually inspected. It appeared that the 3 folds had expanded but the sheath was "cracked" by 10cm with some tissue on it. Angiographic images showed vessel dissection. The physician attempted to bail out the dissection with inflation of a mustang balloon without success. The patient remained stable during the procedure. The physician elected to put the patient under general anesthesia. A vascular surgeon was requested to assist with the artery repair. The patient was transferred to the cardiac intensive care unit for recovery and was stable after the procedure.

Event description:
It was reported that liner tear and vessel dissection occurred. Vascular access was obtained via the right femoral artery. The isleeve introducer sheath was prepped per the directions for use (dfu). The access site was dilated with a dilator and then the 14 f isleeve introducer sheath was inserted without resistance. There were insertion difficulties with the pre and post dilation bav balloon and the acurate tf delivery system; however the implant of the acurate neo valve went smoothly. At the end of the procedure, the isleeve was removed and visually inspected. It appeared that the 3 folds had expanded but the sheath was "cracked" by 10cm with some tissue on it. Angiographic images showed vessel dissection. The physician attempted to bail out the dissection with inflation of a mustang balloon without success. The patient remained stable during the procedure. The physician elected to put the patient under general anesthesia. A vascular surgeon was requested to assist with the artery repair. The patient was transferred to the cardiac intensive care unit for recovery and was stable after the procedure. The returned product consisted of an isleeve sheath with a dilator in the lumen. The flushing tube was received with the device. The sheath and tip were microscopically examined. There are numerous sheath kinks. Two of the three seams are starting to expand as expected with device usage. There is typical tip damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The complaint investigation conclusion code is: adverse event related to procedure.